Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call of customer's hospitalization for high blood glucose levels and a stroke. The customer's blood glucose level at the time of incident was 450mg/dl. The customer's most current level was 223mg/dl. The customer was treated with long lasting insulin and needles. Troubleshoot was conducted. The customer was advised to contact their health care provider to review the pump settings. The customer was assisted with turning off block settings and rewinding the device. The customer mentioned having had 3 bent cannulas before and feels that may have caused the high levels.